Manufacturer narrative:
Literature citation: moeschler sm, warner ns, lamer tj, bendel ma, warner ma, eldridge js, mauck wd, gazelka hm, kor dj, hoelzer bc. Bleeding complications in patients undergoing percutaneous spinal cord stimulator trials and implantations. Pain medicine. 2016;17( 11):2076-2081. Doi: 10.1093/pm/pnw124. Event date: please note this date is based off of the article¿s publication date as the specific event date was not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. If information is provided in the future, a supplemental report will be issued.

Event description:
Literature abstract: the goal of the article was to assess the rate of bleeding and neurologic sequelae in patients undergoing (spinal cord stimulation) scs trials and implantation. Although the incidence of epidural hematoma is low, the development of bleeding complications following scs lead placement can be devastating. In the present article, the authors identified no cases of epidural hematoma following percutaneous scs lead placement, including more than 100 patients receiving aspirin or non-steroidal anti-inflammatory drugs (nsaids). Reported events: it was reported that 41 revision surgeries took place. It was noted these cases were identified during a review of cases from 2005 through 2014 of all patients 18 years or older. No further information was provided regarding the nature of the revision surgeries; no further complications were reported or anticipated.